Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac tamponade and pericardial effusion occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The transseptal puncture (tsp) was performed with difficulty using versacross and watchman system due to the poor imaging on transesophageal echocardiogram (tee) and difficult patient anatomy. After obtaining transseptal access, a small effusion was observed at posterior measuring 1 cm. The procedure was paused to monitor the effusion. The patient's blood pressure started to decrease and medication was administered. A pericardial tap was performed in the cath lab and approximately 500ml of blood was removed. The patient was extubated, taken off medication, and admitted to the hospital for observation. The patient was recovered and discharged two days later without any issues. The device is not expected to be returned for analysis. It was further confirmed that there was no perforation seen. It was a very difficult anatomy and hard to obtain tee images. Tsp was difficult due to images and rotated anatomy. It was only required to go down the septum twice and was able to see a safe tent on both views. Rf was applied only once. Pericardial effusion was located posterior, act was over 300. There was no malfunction of the versacross devices (dilator/rf wire) noted.